Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation (mr) and tissue damage. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One ntr clip (90911u180) was successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2020, the patient returned to the hospital and echocardiogram showed a tear of the posterior leaflet had occurred, resulting in increased mr. On (B)(6) 2020, an additional procedure was performed to treat mr with a grade of 4. An ntr clip was advanced and grasping was performed. However, mr was unable to be reduced; therefore, the clip was removed and replaced with an xtr clip (91119u229). Grasping was performed and mr was reduced, but after the clip was deployed, mr returned to a grade of 4. The physician decided to discontinue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined in this event. The reported recurrent mr was due to tissue damage. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.